Event description:
Per the surgeon's report, the device was explanted 10 days after implant surgery due to placement of the electrode array outside of the cochlea. A new device was implanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.